Manufacturer narrative:
The thermogard console (sn (B)(6)) involved in the reported complaint will not be returned for evaluation because the hospital biomed engineering department cleaned the air trap holder and performed a functional test of the console. The thermogard console passed the functional test without any error and worked as intended. Therefore, service was not required to be performed by zoll. The thermogard console was determined to be functional and was placed back for clinical use.

Event description:
When the thermogard console (sn (B)(6)) was powered to start the ivtm therapy for the post-cardiac arrest patient, the console displayed a mid:09 (air trap assembly) error message. A second thermogard console (sn (B)(6)) was powered on, however, the device displayed a mid:09 error message also. The zoll techline walked the customer over the phone through the power cycle of both consoles as well as the air trap clearing methods which at the time were ineffective. Following the call with the zoll service manager, the customer was able to clear the mid:09 error message on the console (sn (B)(6)) after the air trap holder was cleaned. Following this, the console (sn (B)(6)) was utilized without any further issues to continue the treatment. No consequences or impact to the patient.